Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. One conquest catheter, cq7584, was returned for evaluation. There did not appear to be any damage to the shaft or the bifurcate. It appeared that the outer layer of the pebax of the balloon had pulled away, across a large section of the mid-body, exposing the fibers. It could not be determined whether any of the pebax was missing. The area of overlap of the circumferential fibers has been pulled back toward the distal bond, but all the fibers appeared to be present. It appeared that the pebax layer may have gotten snagged on something causing severe damage to the composite layer. The result of the investigation was confirmed for a problem with the pebax on the balloon; however, the root cause is unknown.

Event description:
It was reported that following a procedure on an av fistula in the cephalic vein, the coating peeled off of the balloon. None of the "peeled" portions were detached; no pieces were left in the patient or required removal. No patient injury was reported.